Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2025, the patient reported that for the past couple of days, they had issues with their ptm (personal therapy manager) not wanting to connect, and last night all of a sudden, ¿the screen was glitching and had flashes of light that would go to 5% and then just sit there.¿ the patient stated that they couldn't remember what the message screen said, but they had never seen it before. The patient stated that about 3 weeks ago, they had 2 pretty hard falls. The patient also stated that their pump was ¿not sitting like it was - it was cock-eyed because I have trouble feeling it.¿ when the agent inquired further, the patient stated, ¿the pump started shifting some, so the more it got cock-eyed, the longer it takes (to connect to the pump), then those 2 falls were about 3 weeks ago, and it's (the pump) is even more slanted now and it's taking even longer to connect.¿ the patient didn¿t know if their falls had contributed to the connecting issues or not. The agent reviewed how to close the myptm app and the patient stated that they do that already to avoid the handset battery depleting during the day when they aren't really using it. While on the call, the agent assisted the patient in resetting bluetooth and location. The agent also reviewed considerations and redirected the patient to their healthcare provider. The patient was going to monitor the connecting issue and discuss the pump issue with their healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.